Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the buttons on the infusion device do not work. Patient stated he changed the battery; no success. Patient reported the infusion device starts with an e8 (power interrupt) and he cannot confirm the error message. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result main findings: e8 were found in the history. The up/down button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated up/down button and it is not possible to confirm the e8 (power interrupt) error messages. Consumables n/a the problem mentioned by the customer is related to mishandling of the product by the customer.